Manufacturer narrative:
The device was not available for analysis; therefore, no physical analysis of the product could be performed and the reported device. Because of this, the reported issue could not be confirmed. Review of available information indicated that incomplete treatment could occur due to several potential failure modes, such as device malfunction or component issues, but the exact cause could not be determined without the returned unit. A review of manufacturing and quality records did not reveal any abnormalities or indications of a broader product concern. Based on the information available, the cause of the event remains undetermined, and a device-related issue cannot be ruled out. No further escalation is required at this time.

Event description:
It was reported that the steam suddenly stopped halfway through its release. The procedure was completed with another of same device. There were no patient complications. Additional information was received mentioning that there was an unknown liquid inside the device. Further information is being requested.